Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was tired and passed out. The parent called emergency medical services (ems), and in route to the hospital paramedics found the bg finger stick was 28 mg/dl and cgm was 116 mg/dl. They administered 'a sugar water' solution presumed to be IV dextrose. The patient¿s parent stated his condition stabilized and hospital discharge occurred later the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.